Manufacturer narrative:
(B)(4). Date sent: 4/2/2026. Additional information was requested and the following was obtained: this was done during a demo session at a journal meeting. There was no patient involved.

Event description:
It was reported that during an unk procedure, while surgeon was handling the device the pin which holds the anvil in the outer plastic housing fell out which caused the stapler to come into multiple pieces. No patient consequences were reported.

Manufacturer narrative:
(B)(4) date sent: 3/5/2026 d4: batch # 187d20 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows an echelon linear cutter (B)(4) device with the anvil shroud completely detached from metal anvil. The anvil shroud can be seen broken and not attached and the anvil clamp dowel pin was observed loose. Also, the device belongs to batch # 187d20 - 0373. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 187d20 / serial number 0373, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.